Event description:
Four (4) lpvii nl850-9830 valves were available on their lumbar puncture tray which includes a manometer. As part of the pre test, the surgeon checked the pressure of the high valve prior to insertion. A total of 4 valves were tested and each gave a pressure reading of 3 instead of >100 mmhg. The user facility performed the procedure with a medium pressure valve. No impact to the patient was reported. This medical device report is linked to: 2648988-2008-00001 and 2648988-2008-00002.

Manufacturer narrative:
To date, the devices involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.